Event description:
It was reported to siemens healthineers that a malfunction occurred while operating the artis icono biplane. After system started up, stand movements were not possible and a stand/table error was displayed.

Manufacturer narrative:
The investigation was performed on expert discussions (considering complaint description, customer service reports, system history, log file analysis). After system started up, stand movements were not possible and a stand/table error was displayed. The investigation showed that a software issue in the stand and table control unit (scu) caused the system to block all movements. The software allowed the sid to move beyond its defined limit, which triggered a safety error and stopped stand, table, and fd lift movements. This issue has been identified as a systematic issue which may occur repeatedly and lead to a serious injury, and can only be resolved by service intervention. The issue was resolved by resetting the system position and running the reference procedure for the fd lift. Following this service action, normal movement functionality was restored. A software update (ve40b patch 5 for icono with sinumerik one) was defined as a field safety corrective action to address the identified scu software issue.